Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported 11 jan 2021 that due to a stoma site infection the patient was taking levofloxacin 500mg for 5 days. The patient's wife reported that it seems the stoma is much better. On (B)(6) 2021 the patient received a tube replacement without incidence; a small peristomal eventration was seen that was resolved during endoscopy. Patient discharged home with topical treatment for 10 days.